Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a damaged keyboard cover which need replacement. The field service engineer replaced the keyboard cover to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a damaged keyboard cover which need replacement. The customer stated that there was a delay in dispending the medications to the patient. There were no adverse events or injuries reported based on this event.